Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, inducing an intermittent pulse wire inside the dn. The intermittent wire cannot be ruled out as a potential contributing cause of the reported gong alarms. The root cause of the intermittent wire is excessive force placed on the trunk cable. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant gong alarms.